Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended while speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, reinserted and reconnected cartridge, and resumed insulin after waiting; alarm did not recur, pump resumed normal operation, and technical support provided tips to prevent future altitude alarms, which customer acknowledged.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.